Manufacturer narrative:
Product event summary: performance data was collected from the device and analyzed. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter (sic). 30 of 60 lifetime ventricular short interval counts (v-sic) are recorded beginning (B)(4) 2014. Lia triggered on (B)(4) 2014 due to meeting the requirements for non-sustained tachycardia (nst) and v-sic. Max lv pace impedance rises from 704 ohm the week ending 08 mar 2013 to > 1800 ohm the week ending 17 jan 2014. There are 2 nst events of <(><<)> 220 ms v-v cycle recorded on (B)(4) 2014. (B)(4).

Event description:
It was additionally reported that the patient is a participant in the (B)(6) study. It was also reported that there was a abnormal, progressive deterioration in the r-waves.

Event description:
It was reported that the right ventricular (rv) lead tripped lead integrity alert (lia) for episodes of short interval counts (sic), high impedance, and noise. It was noted during the revision that there was a noticeable conductor fracture found by the suture sleeve. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. The inner insulation of the lead was extrinsically breached due to a cut. The outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated apparent explant damage. The lead was returned with an extrinsic inner/outer insulation breach/cut. Blood ingress was not observed and it is likely the cut occurred during explant. There were no other anomalies observed. A conductor fracture was not observed and all electrical testing was within specified parameters. (B)(4).